Manufacturer narrative:
Device not returned for analysis.

Event description:
The patient had an si joint fusion procedure performed (B)(6) 2016. Weeks later the patient complained of discomfort and tingling in the right big toe. The surgeon knew he had fusion in the primary device and decided to remove the secondary (stability) implant. The patient was reported as doing well after the revision.